Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issues could not be verified. Based on the analysis, the alleged high blood glucose issues were verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button became detached from the pump. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose (bg) level was "high" and a high ketone level identified as life threatening by healthcare provider. Cause of elevated bg was unknown. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.